Event description:
It was reported the patient experienced ¿no stimulation sensation¿ following a fall ¿onto concrete¿ one week prior to report. It was stated the patient ¿believed something had changed with the other ins she had for leg pain, but she was less clear on that one.¿ it was stated the patient ¿did not think she felt the stimulation¿ to her leg and that she did not experience a return of leg pain ¿leading her to think she was still receiving therapy.¿ it was reported the patient¿s device could not be interrogated with a physician programmer. It was further reported a ¿device could not be found prompt¿ was observed. It was stated the patient ¿had been getting eight coupling bars¿ prior to her fall and that she had been unable to initiate a recharge session with the ins following the fall. The patient reported a ¿reposition antenna screen.¿ additional information has been requested. A supplemental report will be filed if additional information is received. Please see manufacturer report #3004209178-2013-19186 for information on the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 39286-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger, product ID 3708120, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, (B)(4).